Event description:
During a case, when staff activated the plasma blade hand piece, their defibrillator machine displays a "check pad" error message. To resolve the issue, staff disconnected the pads from the machine when they activated the plasma blade throughout the case. The machines wires were not crossed or plugged into the same outlet. The machines may have been close together. The issue doesn't always occur. The model is a zoll r series defibrillator. Staff previously used a phillips model defibrillator and had no issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).